Event description:
The patient's leads fractured and were removed. The date of explant was not provided. The patient did not recharge her implantable neurostimulator for (B)(6) and she experienced telemetry issues due to over-discharge. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).